Event description:
It was reported that the mega suture cut needle driver instrument was not responding, the surgeon unable to control. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.